Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented cat#: 42532007501, lot# 62919763. Persona ps articular surface cat#: 42511400812, lot# 62376870. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00240, 3007963827-2017-00241.

Event description:
It was reported that patient was experiencing knee pain after initial knee procedure.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. According to the patients operative notes, the patient is obese. Per the persona package insert, complications and/or failure of prosthetic implants are more likely to occur in heavy patients. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.